Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for normal device change. Upon interrogation, the right atrial lead had noise that caused inappropriate automatic mode switching episodes, and the right ventricular lead had high impedance and high threshold. Both leads were explanted and replaced. The patient had no consequences due to the event.

Manufacturer narrative:
The distal portion of the lead measuring 54.7 cm was returned in one piece. Visual and x-ray inspection did not find any anomalies except for procedural damages.